Manufacturer narrative:
Customer (person) not provided, information provided by dalimonte rueb stoller llp. Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided."

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to acute massive pulmonary embolism (pe). The patient alleges multiple prongs perforated the ivc, anxiety, worry, and limited activity. (B)(6) 2020, per a report from computed tomography; ¿caval perforation: yes. 4 o'clock 5.8 mm grade 2. 6 o'clock 10.4 mm grade 4 extending into the l4 vertebral body. 9 o'clock 6.4 mm grade 2. 1 o'clock 9.1 mm grade 2. 11 o'clock 8.5 mm grade 2.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: anxiety/worry, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, worry, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous medwatch report was submitted under manufacturer report reference#3002808486-2022-00248. Upon further review, it was discovered that this information was reported under a duplicate complaint with manufacturer report reference#3002808486-2022-00248. Manufacturer report #3002808486-2022-00681 corresponds to an unfiled claims project that was initiated on 20apr2022. As a result of separate files being created for this same event, management decision has been made to close-cancel #3002808486-2022-00248 as a duplicate. All updates for this plaintiff regarding this complaint event will be managed under manufacturer report #3002808486-2022-00681. Investigation: the following allegations have been investigated: vena cava perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on 20oct2011. The patient's ivc filter perforated through the ivc and one strut perforates the l4 vertebral body. Hospital and medical records have been requested, but not yet provided.